Manufacturer narrative:
Expiration date: na. Additional suspect medical device components involved in the event: model # tcn-10-3m lot # 070116 description: nitinol tc electrode, 100 mm. A total of two devices were returned and analyzed

Event description:
Device analysis performed showed that both electrodes have discolored and chipped out epoxy. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.